Event description:
It was reported that the ilet user inadvertently delivered 11.3 units of insulin by initiating the fill tubing sequence while connected to the infusion set instead of using the fill cannula function, and the event occurred without alerts or alarms. No reported symptoms despite risk for hypoglycemia, with the user planning to monitor blood glucose. Outcomes included no reported injury, no hospitalization, and completion of troubleshooting and education. Investigation included user interview and review of device use steps. Investigation of this case revealed user error during cartridge and infusion set handling that resulted in unintended insulin delivery through the infusion set while connected. It was concluded, based on previously established findings for similar reports, that the cause was use error related to selection of the incorrect fill procedure.